Event description:
A pacemaker patient with a symphony 2550 dr ( implanted in 2008) suffered outside his home environment a collapse dd (B)(6) 2022. Patient was treated CPR by people passing him. In the ambulance the patient was treated with external pacing (no evidence found for defibrillation). Patient was transported to the emergency room in (B)(6) hospital. Pacemaker was interrogated back-up mode was found with often no capture. Physician decided to immediately perform a box change. This procedure was performed without major problems. Symphony was explanted and will be returned for investigation. On the (B)(6) his new device (teo) was checked and he brought the symphony with him. Talking to the technician they decided to ask us to examine the symphony.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a pacemaker patient with a symphony 2550 dr ( implanted in 2008) suffered a collapse dd 04-03-2022 outside his home environment. Patient was treated with CPR. In the ambulance the patient was treated with external pacing (no evidence found for defibrillation). Patient was transported to the emergency room in the viecuri hospital. Pacemaker was interrogated back-up mode was found with often no capture. Physician decided to immediately perform a box change. This procedure was performed without major problems. Symphony was explanted and will be returned for investigation. On the 25th of march his new device (teo) was checked and he brought the symphony with him. Talking to the technician they decided to ask us to examine the symphony. Background info; 1. The patient is normally under the care of the umcu hospital in utrecht. During the last follow-up in utrecht it seems to be said that the pacemaker was "suspicious". In the following days the patient suffered from "mal pacing" (pm syndrome?) After contacting the hospital he was told not to come to the centre due to the a recent follow-up. 2.the patient has a history of serious drug and alcohol addiction. 3. No data is available from 04-03-2022 4. No data is available from the last fu before the event. 5. The symphony is on the fsn list (fsn crm-cla-2021-001) (april2021).